Manufacturer narrative:
(B)(4). The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that device was explanted and replaced due to low hv lead impedance. No further information was available.